Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Visual inspection confirms that the threaded tap at the distal end has sheared from the instrument. There is also a slight bend to the smaller diameter with the depth laser marking. The threaded tap at the distal end has sheared from the instrument. There is also a slight bend to the smaller diameter with the depth laser marking. The cause of this failure is likely due to off-axis force applied while tapping which can increase torsional loads at the shaft-tap transition, resulting in torques higher than the design can withstand. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation with be submitted upon completion.

Event description:
It was reported that the tip of the tap broke off during a case and remains in the patient.